Event description:
It was reported from (B)(4) that the site elected to perform a controller exchange after the patient received multiple controller fault alarms in addition to a suction alarm. The controller was taken out of use and returned to manufacturer for analysis. There was no reported patient injury as a result of these events. A preliminary evaluation of the controller log files confirmed controller fault and suction alarms on (B)(4) 2014 and subsequent controller fault alarms on (B)(4) 2014.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller ((B)(4)) passed visual examination and functional testing; the analyzed devices performed per specification under testing conditions and were unable to duplicate the reported event at bench level. However, the reported event was confirmed via controller log analysis which revealed multiple "controller fault' alarms correlating to the reported event; further analysis indicated the alarms were triggered due to a malfunctioning electrical component designed to protect against circuit failures. After approximately ten minutes, the alarm self-cleared resolving the reported issue. However, analysis of log files did not reveal any alarms or indications relating to the patient experiencing a pump "suction" event; moreover, the pump parameters at the time of the event were normal and stable within operating range. Events with controller fault alarms of type sys_uic_aps_fail are most often attributed to a faulty diode and result in intermittent controller fault alarms. The manufacturer has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event is a faulty diode in the automatic power switch circuit. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. Blank fields on this form indicate the information is unknown, unavailable or unchanged. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. While there is no available information at this time to indicate the cause of this reported event, it may be possible that foreign material was introduced into the driveline connector during the implant procedure. The controller was returned to heartware for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual examination and functional testing; the controller performed per specification under testing conditions and was unable to duplicate the reported event at bench level. However, the reported event was confirmed via controller log analysis which revealed multiple controller fault alarms correlating to the reported event. Further log analysis indicated the alarms may have been triggered due to a malfunctioning electrical component. After approximately ten minutes, the alarm self-cleared resolving the reported issue. However, analysis of log files did not reveal any alarms or indications relating to the patient experiencing a pump "suction" event; moreover, the pump parameters at the time of the event were normal and stable within operating range. Log file analysis also indicated at the time of the controller fault alarms, controller was connected to a greater than 96% capacity battery and an ac adapter. The battery and ac adapter were not returned for analysis. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated (B)(4) 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.